Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the outcome resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: pump. Product ID: 8711, lot# j11192r29, implanted: (B)(6) 2002, product type: catheter, (B)(4). Analysis of the 8709 found catheter pump connector coring-tears-cuts in seal due to outlet port, not user related. Analysis found damage and coring inside the pump connector. Device interrogation found the device was used to infuse morphine 15.0 mg/ml at 5.948 mg/day, bupivacaine 20.0 mg/ml at 7.930 mg/day, baclofen 750.0 mcg/ml at 297.39 mcg/day, and clonidine 100.0 mcg/ml at 39.65 mcg/day.

Event description:
The device was returned to the manufacturer with no known complaint. The device underwent routine analysis.